Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-11287, 11288. It was reported the patient has not recharged his ipg since 2010 due to experiencing ineffective stimulation. The patient declined to receive a replacement charging system. The patient is not interested in moving forward with surgical intervention at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.